Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue that there is a tear. Evaluation revealed the left side upper triangular panel has a twelve inch tear. Also, the left side bottom triangular panel has a nine inch tear. Additionally, the pt access right side window has a two inch zipper tape cut. Note: never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. (B)(4).

Event description:
Customer reported a tear in the netting. Customer is unsure of the location, as the canopy was already packed for shipping. The date when the issue was discovered is unk. No pt incident or injury was reported.